Event description:
It was reported that the patient presented post revision total knee arthroplasty with an improperly tracking patella. Femoral components was exchanged to a smaller femur, thus shortening overall the distance of the construct and creating less tension on her quadriceps mechanism. A lateral release was also performed in conjunction with an extensive repair or her medial tissues. This resulted in a better tracking patellar and should result in more proper function. LPS Adapter had been placed on (b)(6) 2026 and LPS distal femur and insert had been placed on (b)(6) 2026. No allegation was made against any component. The patella implant but was well fixed and left in place.DOI: (b)(6) 2026.DOR: (b)(6) 2026.Affected side: Right knee.

Manufacturer narrative:
PRODUCT COMPLAINT #(b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. Additional Narrative:H3, H6: No device associated with this report was received for examination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.DEVICE HISTORY LOT: There is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A Manufacturing Records Evaluation (MRE) was not performed.If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.